Manufacturer narrative:
A ge service representative performed an over the phone investigation. The biomed requested a new interconnect cable. A replacement interconnect cable was sent to the customer. The system was found to be working as intended after the interconnect cable was replaced. The system was put back into service.

Event description:
The customer reported that there was an intermittent communication failure error message. This error is likely to result in a system lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of a pt injury or death associated with this event.